Event description:
At 3:25 pm, cna responded to residents bed alarm. Upon entering the room cna found resident lying on left side with feet and buttocks on the floor and with head between the left half side rail. Resdient's face was blue and resident was unresponsive. Side rail was removed in order to free residents neck. CPR was initiated and later (3:45 pm) discontinued by resident's physician.